Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver shock and had unexpectedly lost power. These issues have the potential to either delay, or prevent, defibrillation from being delivered.  There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The reported issue was not able to be verified. The cause of the reported issue could not be determined. During evaluation, other issues unrelated to the reported concern were identified and addressed. Stryker will repair and return the device to the customer.

Event description:
The customer contacted stryker to report that their device failed to deliver shock and had unexpectedly lost power. These issues have the potential to either delay, or prevent, defibrillation from being delivered.    There were no reports of adverse effects to the patient as a result of the reported event.